Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2013. Patient outcome: it is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."

Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right common femoral vein for prophylaxis against deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging tilt and vena cava perforation. The patient further alleges "trouble standing for long period of time. Trouble walking long distances" and "have cramps. Need to use electric chair cart while shopping after receiving ivc," as well as post-implant pe. The patient also alleges they are "worried that blood clots will come back. I cry because I cannot do what I used to." Per report from CT (computed tomography): "positive for caval perforation. Superior extent of ivc filter is at the inferior l2 vertebral body. Inferior extent l3-l4 disc space. A total of six prongs have perforated the ivc, series 4, image 62. Maximum distance prong perforated is 7 mm, series 4, image 62. Coronal images show 6-degree tilt right-to-left, series 602, image 53. Sagittal images show 9-degree tilt posterior-to-anterior, series 603, image 74. Diameter of ivc directly above filter measures 22 mm x 20 mm, series 4, image 52."

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: pulmonary embolism, vena cava perforation, tilt, physical limitations, cramps, worry/crying. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported physical limitations, cramps, worry/crying are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.